Manufacturer narrative:
Evaluation summary: it was caused due to an overcurrent flowing when the processor was turned on. This device is not marketed in us, therefore 510k is not applicable. Model epk-i7010-us is available in the USA with a 510k number k182004. This report is being filed as part of the pentax backlog management plan.

Event description:
The processor powered on, the fuse blown. After replacing a new fuse, the processor powers on normally. This event occurred at the time of before use. There was no report of patient harm.